Event description:
The following was reported by the pt: on (B)(6) 2011, the pt underwent right inguinal hernia repair procedure the perfix plug mesh implant. After 17 days post surgery, the pt continued with severe pain and documented 5 different type of pain. The pt described having a feeling of a testicle jammed into his abdomen. Six months post surgery, the pt reports he remains with pain, a constant feeling of being kicked in the right testicle, pain upon pressure/contact in right groin area. The following is based on medical records provided by the pt: on (B)(6) 2011 - pt underwent repair of right inguinal hernia with unspecified "mesh and plug". On (B)(6) 2011 - office visit: pt denies significant discomfort. Swelling at incision site by no evidence of infection or recurrence. On (B)(6) 2012 - office visit: pt had an episode during straining and noticed a bulge in the incision. On (B)(6) 2012 - office visit: pt continues to experience discomfort. Md discussed possible reaction to the mesh vs. Cut tissue and nerve entrapment. On (B)(6) 2012 - pain center: attempted right nerve block x 2 however the pt experienced significant pain and the needle was retracted immediately. Continue conservative pain measures.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt reports discomfort since the time of implant and attempted nerve block treatment was unsuccessful. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, the mesh remains implanted. With the currently available information, no conclusion can be drawn.